Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard and device alarm and went to the ER (emergency room). It was found that an audible alert was toning for high/ undefined rv (right ventricular) coil and svc (superior vena cava) coil impedances on the right ventricular (rv) lead and for high/undefined pacing impedances on the left ventricular (lv) lead. The rv lead was capped and replace. The lv lead was capped and not replaced due to a system downgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead and left ventricular (lv) lead were partially explanted.